Event description:
This lead was capped because the shock impedance was greater than 150 ohms. This lead was replaced with a competitive lead. Should additional info become available, this file will be updated.